Manufacturer narrative:
It was claimed that pressure transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description. Based on technician statement, the device was checked and nozzle unit on air gas module was defective and have been replaced to resolved the issue. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Since no parts and device's logs were provided for further analysis, the root cause of the event has not been determined. The correction of fields manufacture date and usage of device was required. This is based on the internal evaluation. Previous manufacture date: 10/20/2020. Corrected manufacture date: 10/16/2020. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).